Manufacturer narrative:
According to the customer, in september 2025, the "25g needle broke off at the hub" within the "subcutaneous tissue" and was "unable to be visualized or palpated." The customer said a CT scan of the lumbar spine "showed the retained needle fragment in the subcutaneous tissue at l1-2 level" which was "retrieved under ir [interventional radiology] guidance." No additional information is available at this time. It has been determined that the reported event caused or contributed to a serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, in september 2025, the "25g needle broke off at the hub" within the "subcutaneous tissue" and was "unable to be visualized or palpated." The customer said a CT scan of the lumbar spine "showed the retained needle fragment in the subcutaneous tissue at l1-2 level" which was "retrieved under ir [interventional radiology] guidance."